Manufacturer narrative:
The revised implants were being returned for investigation, but were not available at the time of this filing. Post-op x-ray were not available. The surgeon indicated the revision was due to infection, and also identified that the implant was loose while revising the pt. Based on the complaint, the rio system worked as expected. Due to the lack of evidence and that the explants have not yet been investigated, the root cause of the issue is still undetermined. And update will be provided upon completion of the root cause analysis.

Event description:
Revision